Manufacturer narrative:
Continued g2 (report source - other): poster of the (B)(6). The event of "cutaneous blood flow disorder¿, muscles were thin¿ and ;thinning of skin" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "cutaneous blood flow disorder¿, muscles were thin¿ and ;thinning of skin".

Event description:
Company representative (confirmed in the poster of the (B)(6)) reported for right side "cutaneous blood flow disorder", "skin thinning", "te was inserted under the pectoralis major after injecting 50 ml of saline intraoperatively for both sides. The bilateral serratus anterior muscles were thin, and fat tissue was preserved in the skin, but thinning of the skin was observed in some places". The device has been removed.